Event description:
It was reported that boston scientific technical services (ts) was contacted regarding recent atrial tachy response (atr) events. Ts discussed that it appeared to be inappropriate atr due to far-field oversensing. The health care professional noted there have not been many of these episodes and ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.